Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated'), genital haemorrhage ('abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infections') and varicose vein ('reflux in legs-varicose veins') in a 33-year-old female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mini pill from 2000 to 2012 and ortho-tricyclen in 2000. Past adverse reactions to the above products included contraception with mini pill and ortho-tricyclen. Concurrent conditions included uterovaginal prolapse, uterine prolapse, vaginal hysterectomy, stress incontinence and urinary retention. Concomitant products included docusate sodium (colace) for constipation, antiemetics and antinauseants for nausea as well as cefixime (flexeril), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), sulfatolamide since 2017 and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menstrual discomfort ("periods were very uncomfortable"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / vaginal cramping"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental issues / dental problems"), urticaria ("rashes or skin conditions type: hives"), urinary incontinence ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pain in extremity ("other injury(ies) or complication please describe: reflux in legs and pelvis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal cramping"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), rash ("skin rashes"), varicose vein (seriousness criterion medically significant), pelvic congestion ("reflux in legs and pelvis"), temporomandibular joint syndrome ("tmj"), micturition urgency ("bladder urgency"), pelvic prolapse ("pelvic prolapse"), uterine prolapse ("uterine prolapse"), cystitis interstitial ("cystitis interstitial"), urethritis noninfective ("inflammed urethra"), nervousness ("nervous"), breast disorder ("breast issues"), limb discomfort ("heavy legs"), paraesthesia ("legs tingly"), nerve injury ("nerve damage"), fungal infection ("yeast infection"), thrombosis ("blood clot in legs"), haematoma ("hematoma"), phlebitis ("phlebitis"), peripheral venous disease ("venus insufficiency"), muscle spasms ("legs spasm"), breast pain ("boobs hurt"), sciatica ("sciatica"), blister ("blisters"), skin discolouration ("discoloration on my legs") and thermal burn ("skin burns") and was found to have heart rate increased ("my pulse was 137"). The patient was treated with surgery (leg vein ablation, phelebectomy and to remove the essure, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, kidney infection, pelvic pain, dyspareunia, anxiety, hypersensitivity, abdominal distension, tooth disorder, female sexual dysfunction, urticaria, urinary incontinence, nausea, dysmenorrhoea, vaginal discharge, fatigue, constipation, alopecia, temporomandibular joint syndrome, micturition urgency, pelvic prolapse, uterine prolapse, urethritis noninfective, nervousness, breast disorder, limb discomfort, paraesthesia, nerve injury, fungal infection, thrombosis, haematoma, phlebitis, peripheral venous disease, muscle spasms, breast pain, sciatica, blister, skin discolouration, thermal burn, heart rate increased and menstrual discomfort outcome was unknown, the abdominal pain, pain in extremity, vulvovaginal pain, varicose vein and pelvic congestion had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, blister, breast disorder, breast pain, constipation, cystitis interstitial, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, haematoma, heart rate increased, hypersensitivity, kidney infection, limb discomfort, menorrhagia, menstrual discomfort, micturition urgency, muscle spasms, nausea, nerve injury, nervousness, pain in extremity, paraesthesia, pelvic congestion, pelvic pain, pelvic prolapse, peripheral venous disease, phlebitis, rash, sciatica, skin discolouration, temporomandibular joint syndrome, thermal burn, thrombosis, tooth disorder, urethritis noninfective, urinary incontinence, urticaria, uterine prolapse, vaginal discharge, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: the uterus retroflexed and sounded 9 cm. 80th ostia were easily visualized and coils were passed without incident. The second 1 was passed into the left tube with 4 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were reported via social media: tmi, bladder urgency, pelvic prolapse, uterine prolapse, cystitis interstitial, inflamed urethra, nervous, breast issues, heavy legs, legs tingly, nerve damage, yeast infection, blood clot in legs, phlebitis, hematoma, venous insufficiency, legs spasm, boobs hurts, sciatica, coils migrated, blisters, discoloration on my legs, skin burns, my pulse was 137 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media was received. Processed with follow up no. 05. New events added: coils migrated, tmi, bladder urgency, pelvic prolapse, uterine prolapse, cystitis interstitial, inflamed urethra, nervous, breast issues, heavy legs, legs tingly, nerve damage, yeast infection, blood clot in legs, phlebitis, hematoma, venous insufficiency, legs spasm, boobs hurts, sciatica, blisters, discoloration on my legs, skin burns, my pulse was 137. Concomitant drugs were added. On 12-nov-2019: pfs was received. Processed with follow up no. 05. New event added:periods were very uncomfortable. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infections") in a 33-year-old female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mini pill from 2000 to 2012 and ortho-tricyclen in 2000. Past adverse reactions to the above products included contraception with mini pill and ortho-tricyclen. Concurrent conditions included uterovaginal prolapse, uterine prolapse, vaginal hysterectomy, stress incontinence and urinary retention. Concomitant products included docusate sodium (colace) for constipation, antiemetics and antinauseants for nausea as well as sulfatolamide since 2017. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / vaginal cramping"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental issues / dental problems"), urticaria ("rashes or skin conditions type: hives"), urinary incontinence ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pain in extremity ("other injury(ies) or complication please describe: reflux in legs and pelvis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal cramping"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), rash ("skin rashes"), varicose vein ("reflux in legs-varicose veins") and pelvic congestion ("reflux in legs and pelvis"). The patient was treated with surgery (to remove the essure, hysterectomy (full)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, kidney infection, dyspareunia, anxiety, hypersensitivity, abdominal distension, tooth disorder, female sexual dysfunction, urticaria, urinary incontinence, nausea, dysmenorrhoea, vaginal discharge, fatigue, constipation and alopecia outcome was unknown, the abdominal pain, pain in extremity, vulvovaginal pain, varicose vein and pelvic congestion had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, kidney infection, menorrhagia, nausea, pain in extremity, pelvic congestion, pelvic pain, rash, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: the uterus retroflexed and sounded 9 cm. 80th ostia were easily visualized and coils were passed without incident. The second 1 was passed into the left tube with 4 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infections") in a 33-year-old female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mini pill from 2000 to 2012 and ortho-tricyclen in 2000. Past adverse reactions to the above products included contraception with mini pill and ortho-tricyclen. Concurrent conditions included uterovaginal prolapse, uterine prolapse, vaginal hysterectomy, stress incontinence and urinary retention. Concomitant products included docusate sodium (colace) for constipation, anti-nausea [fructose,glucose,phosphoric acid] for nausea as well as sulfatolamide (marbadal) since 2017. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / vaginal cramping"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental issues / dental problems"), urticaria ("rashes or skin conditions type: hives"), urinary incontinence ("bladder or urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pain in extremity ("other injury(ies) or complication please describe: reflux in legs and pelvis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal cramping"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), vulvovaginal pain ("vaginal pain"), rash ("skin rashes"), varicose vein ("reflux in legs-varicose veins") and pelvic congestion ("reflux in legs and pelvis"). The patient was treated with surgery (to remove the essure, hysterectomy (full)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, kidney infection, dyspareunia, anxiety, hypersensitivity, abdominal distension, tooth disorder, female sexual dysfunction, urticaria, urinary incontinence, nausea, dysmenorrhoea, vaginal discharge, fatigue, constipation and alopecia outcome was unknown, the abdominal pain, pain in extremity, vulvovaginal pain, varicose vein and pelvic congestion had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, kidney infection, menorrhagia, nausea, pain in extremity, pelvic congestion, pelvic pain, rash, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: the uterus retroflexed and sounded 9 cm. 80th ostia were easily visualized and coils were passed without incident. The second 1 was passed into the left tube with 4 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: kidney infections, apareunia (inability to have sexual intercourse), rashes or skin conditions type: hives, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication please describe: reflux in legs and pelvis, hair loss, abdominal pain, vaginal pain, skin rashes, varicose veins. Lot number, historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), infection ("infections"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection, anxiety, hypersensitivity, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, anxiety, dyspareunia, genital haemorrhage, hypersensitivity, infection, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.